Event description:
It was reported that about 15 days after the implant procedure, the patient experienced a pericardial effusion due to a possible dis lodgement of or a perforation by the right atrial lead. The threshold had also increased since implant. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.